Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the occlusion alarms with tpn (total parenteral nutrition). This would generally be resolved by adjusting the pressure setting. The event was reported to bd associate during site visit. There was patient involvement but no harm.